Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 1 event was reported for this quarter. 1 device was not available to stryker for evaluation. No further evaluation was possible. Additional information : 1 device is labelled for single-use. 1 device was not reprocessed and reused. Device not received.

Event description:
This report summarizes <noe> 1 </noe> in which there was a potential sterility breach on the packaging of the device for a hair in the pack. There was no patient involvement; no patient impact.